Manufacturer narrative:
Correction sent for coding block changes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2: non-obstructive urinary retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-may-15, information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2026. It was reported that they had pelvic pain during their call today. The pain started yesterday following the procedure and was rated 1 out of 10. The patient was advised to contact their doctor if the pain worsens and notified their manufacturer representative (rep) regarding the situation. It was unknown if the issue was resolved. On 2026-may-20, additional information was received from the patient. They were experiencing worsening baseline symptom of non-obstructive urinary retention and urgency frequency. The patient can't empty their bladder which was not their main issue before the trial started. It was unknown whether the issue was resolved.